Event description:
During a gastric bypass procedure the surgeon used the device to do a gastrojejonostomy in an open gastric bypass and after 5 days the surgeon had to reoperate the patient and he found an anastomotic leak. The cause of the leak was not reported. There was no further consequence to the patient reported.